Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient¿s blood glucose (bg) readings have been higher than normal. Bg reading last night was 345 mg/dl, patient felt very tired. She corrected with a bolus using the pump. Last bg reading today was 199 mg/dl, still feels a little tired but better. Bolus history reviewed and boluses completed. Customer support (cs) reviewed date and time and found it incorrect. Pump reads date (B)(6) 2014 and time is one hour fast. Patient is unaware of how this happened. Cs assisted patient in correcting time and date. Cs reviewed all other pump settings, which were correct and verified, then explained to reporter that the time being an hour fast may be a possible cause of the higher bg readings. Reporter stated she does not believe that is the issue and states she still feels the pump is not functioning properly. The pump will be replaced as the reporter has lost faith in it. Cs also instructed reporter that with each battery change they need to confirm the time and date are correct. This complaint is being reported because the origin of the incorrect time issue is not clear. The bg excursion does not meet the criteria for an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 04/07/2014: the device was returned to animas and evaluated by product analysis on 03/18/2014 with the following results: the pump powered on normally and passed a time keeping test. The pump was opened and inspected, no intermittent condition or moisture ingress was found to the power circuit. The internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.